Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2015).

Event description:
It was reported that approximately five years after the port catheter placement via the left subclavian vein, the port was allegedly unable to be accessed. Reportedly, an x-ray and a computed tomography (CT) examination of thorax without contrast revealed that the port catheter was fractured with the migration of the distal segment into the right atrium. Reportedly, after an unsuccessful attempt of removing the migrated catheter segment under fluoroscopy imaging, the tip of the catheter was finally successfully retrieved from the right ventricle by snare technique under ultrasound-guided vascular access of the right common femoral vein. Reportedly, a new port device was placed at a different location. The patient was reportedly stable after the removal and replacement of the device and was discharged from the hospital.